Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, animas received notification from the health care company indicating an issue with the pump. There was no indication that the product caused or contributed to an adverse event. There was no additional information available for this complaint. This complaint is being reported due to non-specific device issue.

Manufacturer narrative:
Follow-up #1: date of submission 01/06/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/21/2016 with the following findings:a review of the alarm history did not find any alarms related to the complaint. Visual inspection did not find any damage to the pump casing. The pump powered on normally with no alarms occurring and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. Test boluses were performed and accurately recorded in the pump histories. No defects were found during investigation; the complaint of a pump issue could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.